Event description:
It was reported that the patient was told that the implantable neurostimulator (ins) would last 5 years and it didn¿t. The patient talked another patient into getting a device and it had to be replaced after 9 months. The other patient was told that their settings were too high.

Manufacturer narrative:
(B)(4).